Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple, intermittent inaccurate fill estimates were received. There was no reported impact to blood glucose. Customer declined to provide further information regarding the fill estimates.